Manufacturer narrative:
(B)(4). Batch # t5d49v. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify how the device was "broken" during the firing? Was the device firing knob broken off of the device? If yes, did it fall into the patient? If yes, was it retrieved? Will it be returning with the device for analysis? If not, was it disposed of? Or was there another portion of the device that was broken? If yes, please provide further detail of the issue. Were there any patient consequences? Device evaluation summary: the analysis results found that the ntlc75 device was received with the firing mechanism nonfunctional as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the device got broken when stapling. Use of another device to finish the procedure.